Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopically, and assisted vaginal hysterectomy with bilateral salpingo-oophorectomy due to dysfunctional uterine bleeding, pelvic pain, and sui.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient concurrently underwent vaginal hysterectomy.